Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Blood glucose was 109 mg/dl. During troubleshooting, a new cartridge was loaded and the pump performed as intended. Reportedly, the customer was not removing the air form the cartridge prior to filling cartridges with insulin. The infusion set was changed and insulin delivery was resumed.